Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an initial implant of a model 106 generator, it was found that the heart rate would briefly display (within acceptable range of the or ECG) but then displayed a series of question marks within 10 seconds without returning to displaying the heart rate. It was reported that the pre-surgical test was not possible due to patient physiology. As no pre-surgical test was possible, it was found that setting 3 provided the most accurate heartbeat result on the programmer when compared to the or ECG. It was confirmed that the generator had been in the pocket, the nerve and pocket were adequately irrigated, and that the heart rate was allowed to stabilize for longer that 10 seconds before initiating heart rate detection. The programmer displayed a heartbeat for under 10 seconds before it went back to question marks. The heartrate was allowed to refresh, but it remained question marks for the duration of the attempt. It was unclear as to how long the attempt was made to gather heart rate on each incident. Pocket revision or generator movement to another position was not possible due to patient physiology. The patient was not on a beta-blocker and cautery was not used after the generator was introduced into the sterile field. No one in the or was in physical contact with the generator while implanted in the patient's pocket and the generator was in the chest of the patient, not on top of the chest. The generator was explanted and a new generator was implanted. The generator with the undersensing has not been received for analysis to date. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. No additional relevant information has been received to date.

Event description:
The generator was received for analysis. Analysis of the generator was completed on 01/26/2016. Heart beat sensitivity setting three (as received) was evaluated with a no load and 2k load conditions between out2 and out1. The pulse generators sensing response observed in the pa lab showed sense delay starts of 13.6 seconds with a no load condition and 9.0 seconds with a 2k load condition. A comprehensive automated electrical evaluation showed that the pulse generator (in ¿final¿ configuration) performed according to functional specifications. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process may have been the contributing factor for the reported allegation of ¿undersensing¿.

Manufacturer narrative:
Corrected data:this information was inadvertently left off of supplemental MFR. Report.

Event description:
The pulsing current, standby current, and the trim diagoncurrent were all electrical tests that failed.